Manufacturer narrative:
One 6f fast-cath introducer was received in three pieces. The first section included the hemostasis body and a section of sheath which measured 1.6 inches. The middle section of the sheath measured 2.3 inches and the most distal end of the sheath which had clamp marks across the sheath measured .900 inches. The proximal separation was observed under microscopic examination revealing the sheath material had been stretched and elongated and ultimately broke. Microscopic examination of the distal separation revealed a nick in the shaft made by a sharp instrument which caused the sheath to propagate. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical / procedural factors. The device was sent for add'l testing. Should further relevant info be provided, a supplemental medwatch report will be filed.

Event description:
It was reported the fast-cath introducer sheath separated into three parts while in the left femoral vein. The separation was noted after the sheath/dilator assembly was inserted over the guidewire following venous puncture with a non st. Jude medical needle. The small portion of the sheath was removed using a tweezers via right femoral vein approach and the other portion was surgically removed. After the surgical procedure, the original procedure was completed by right femoral approach. The pt was discharged with no further complications.